Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: synergy ous mr 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Seventh stent strut on proximal end lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage to distal end of tip. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-jul-2020. It was reported that tip damage occurred. A 4.00 x 28 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that the tip was damaged. The procedure was completed with a different device. However, returned device analysis revealed stent damage.